Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient occasionally experiences a sensation of "being poked by a pen" which seems to coincide when the patient is paced in the ventricle. It was also reported the patient was in atrial fibrillation. The device was reprogrammed to a lower rate of 50 and the device remains in use. No patient complications have been reported as a result of this event.